Event description:
It was reported that the atrial lead exhibited noise over-sensing resulting in inappropriate automatic mode switch episodes. No intervention was performed, the patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.